Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 470-495 mg/dl. The customer changed the infusion set site. A correction bolus was delivered to address the bg level. The customer's healthcare advised the customer to revert to using insulin injections for bolus delivery and only use the pump for basal delivery. After an insulin injection, the customer's bg dropped to 420 mg/dl. The customer was not sure what caused the high bg. Tandem customer technical support (cts) had the customer perform a system check. The pump and infusion set tubing were found to be functioning as expected. The customer declined cts's offer to follow-up.